Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor would not properly latch with an electrode belt. Review of the monitor's flag files revealed abnormal shut down flags. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Review of the monitor's flag files revealed abnormal shutdown flags. Service investigation revealed the monitor's receptacle would not latch properly with an electrode belt. This prevented a secure connection with an electrode belt, resulting in the abnormal shutdowns. The root cause of the damaged belt receptacle cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged monitor receptacle. The last pt received to use this monitor did not report any deficiencies.